Event description:
The operating bloc supervisor reported that during the surgery, the screw broke into the patient's body during the screw insertion phase. It was also reported that some pieces of the screw have been removed.

Manufacturer narrative:
The complaint device will not be returned for investigation. A follow-up report will be submitted upon completion of the investigation.